Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the customer received an alarm that the wake button was stuck. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting and declined to provide additional information.